Event description:
It was reported while draw testing bd vacutainer® pst¿ gel and lithium heparin blood collection tubes 1 tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and functional testing. The indicated failure mode for underfill with the incident lot was observed as one sample did not draw to specifications. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.